Event description:
It was reported that device back up vvi mode was observed. Patient was asymptomatic and was in the hospital due to having a pulmonary scan. A device download was performed successfully and the issue was resolved.